Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. The aortic neck was 23 mm in diameter and 38 mm long. The renal arteries are at the same height level along the aorta. The iliac arteries did not have tortuosity or calcification. It was reported that the implantation of the aneurx stent graft proceeded well; however, when the stent graft (MFR# 2953200-2009-01398) inside the left iliac artery was ballooned with a reliant balloon (MFR# 2953200-2009-01399), the physician over-inflated the balloon, which was completely inside the stent graft; consequently, the iliac vessel became perforated. A 20 cc syringe was used during the inflation. The physician elected to intervene by covering the perforation with an aneurx iliac stent graft. Because the pt likely lost 1 to 2 units of blood with a concomitant drop in the hemoglobin level down to 8, the pt received a blood transfusion. No additional clinical sequelae were reported, and the pt is stable. The aneurx and reliant delivery catheters were discarded after the procedure.

Manufacturer narrative:
Intervention required. Eval results: vessel perforation dissection, over-inflation of the balloon. Conclusions: over-inflation of the balloon.